Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridges became detached every time customer removed pump case. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated customer that the case does not need to be removed to change cartridge.